Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was an active implant when this patient experienced an infection. Currently this lead remains in service. No additional adverse patient effects were reported.